Event description:
During operating room for an aaa endoleak repair, gaining access to the offending vessel with the intention to coil it off, the tip of a journey wire broke off in a small branch. Tip of wire remained without retrieval ability.